Manufacturer narrative:
This MDR is preventive action. Until now, there is a lack of information, but further information has been requested from the user. We will provide further info as soon as the investigation continues.

Event description:
Sales rep, (B)(6), described to (B)(6) the revision surgery that dr. (B)(6) performed due to the failure of the implanted mp stem. The stem fractured disks to the modular junction, after having been implanted for an estimated 12 years. Dr. (B)(6) asked if the company would like to send the stem out for metallurgical testing, to which dr. (B)(6) was told yes. We have not yet received the component.